Event description:
Customer reports a fiber leak on reuse number 13 noted at the onset of treatment by visible blood in the dialysate lines. Estimated blood loss is unknown. Treatment was continued with new disposables without incident. No pt injury or medical intervention reported.